Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays and a detailed patient outcome has been requested in order to progress with the investigation into this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The explanted devices have been returned to corin and will be reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 13 years due to painful right hip.

Manufacturer narrative:
Per -(B)(4) final report. Additional information, including post primary and pre revision x-rays, a detailed patient outcome and the explanted devices were requested in order to progress with this investigation. A pre revision x-ray and the explanted devices were provided to corin for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, the reported devices conformed to material and dimensional specification at the time of manufacture. Examination of the returned cormet explants could not identify a specific reason for revision, any obvious failure modes or abnormal device characteristics. Both the cup and head exhibited surface characteristics expected of an implant in use for approximately 13 years. These devices were coupled with a non-corin taper conversion sleeve. Based on the investigation and the information provided, it cannot be determined whether the reported devices caused or contributed to the patients experience and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 13 years due to painful right hip and elevated cobalt and chromium levels.